Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated on (B)(6) 2020, the skin became irritated, oozed and became leathery. On (B)(6) 2020, the patient was evaluated by a dermatologist who performed allergy testing and prescribed oral "bilasinte" tablets. The patient has since stopped using the system and the skin reaction has resolved. No additional patient or event information is available.